Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the logs were reviewed and found evidence of rapid cable ID changes and defib cable fault. This suggests an intermittent connection of the mutifunction cable (mfc) to the device. The customer's mfc was returned and was visually inspected with no discrepancies found. No apparent issue with the device receptacle suggesting the mfc may have not been fully engaged durinf the event. The device was tested under vibration and defib stress tested without duplicating the customer's report or any malfunction to the device. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.